Event description:
On (B)(4) 2013, rochester medical corporation was notified that an end user of a male external catheter had difficulty in removing the catheter. The end user reported that the adhesive appeared to be too strong and injured his penis. The end user reported that he consulted a dermatologist who prescribed mupirocin ointment as treatment.